Manufacturer narrative:
Batch review performed on 20-jul-2023: lot 182423: (B)(4) items manufactured and released on 23-jul-2018. Expiration date: 2023-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 2 months from the previous revision, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.